Event description:
The customer reported via phone call that the needle on the sensor fell apart. The customer was unable to insert the sensor. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis of 2 opened and used enlite sensors showed that they are functioning properly and passed our visual inspection. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.